Event description:
It was reported that the patient had the artificial urinary sphincter removed, after 7 years, due to some obvious signs of urethral atrophy under the cuff and increased recurring incontinence. The device was still fully functional. A new artificial urinary sphincter was implanted. The patient was expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed, after 7 years, due to some obvious signs of urethral atrophy under the cuff and increased recurring incontinence. The device was still fully functional. A new artificial urinary sphincter was implanted. The patient was expected to fully recover.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported urinary incontinence and atrophy could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. There is no evidence that the device was used or handled improperly. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of atrophy and urinary incontinence cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was chosen.